Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: subtle angulation at the proximal connection of the femoral implant presumable secondary to the reported connecting pin fracture as noted. Radiolucency reflecting osteolysis along the distal femur and proximal tibia as noted. The femoral implant is incompletely visualized. The subtle angulation at the proximal femoral implant connection is likely related to the reported connecting pin fracture but confirmation by comparison with earlier radiographs would be confirmatory. No other implant abnormality is identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825304-2023-02234.

Event description:
It was reported the patient underwent a knee arthroplasty. Approximately 11 years post implantation, the connection broke after chemotherapy. A new custom connection and articular surface has been requested. A revision has not been reported to date. Attempts have been made and no further information has been provided.